Event description:
Allegedly, holder tip fractured in-situ during introduction and impaction.

Manufacturer narrative:
Investigation is not completed. No surgical intervention was required. Event occurred another country.